Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® zelantedvt¿ catheter was being used in a treatment procedure being performed within the left popliteal, iliac and femoral vein. The priming process was started but a check saline error occurred. The system was reset and the catheter was able to complete the priming process. Aspiration was started but after 61 seconds the check saline error came up again and it wouldn't clear. The error came up several times and instructed them to replace the catheter. An attempt to re-prime the catheter was made , but the catheter wouldn't complete the priming cycle. Since another zelante catheter was unavailable, a 6f solent omni was used to complete the procedure. No patient complications ere reported.